Event description:
It was reported that stent damage occured. The patient presented with myocardial infarction. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted before stenting. There were no patient complications reported.